Manufacturer narrative:
The device associated to the complaint was returned for analysis. The product was checked dimensionally at various places. The product is in conformity with the definition. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the prosthesis was being inserted, the surgeon found he was unable to fully seat the implant and it was sitting approximately 1cm proud and would advance no further. The prosthesis was removed and the femoral canal was re-broached with the 11 broach. A new prosthesis was opened and implanted with no difficulty.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.